Manufacturer narrative:
As reported, a ventralight st w/echo 2 connector was thought to have been left inside the patient's body as it was noted to be missing from the echo 2 following the procedure. The sample was not returned for evaluation. Based on the information provided and without having the sample to evaluate, root cause cannot be determined. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The warning section of the instructions-for-use, supplied with the device states, "ventralight¿ st mesh is the only permanent implant component of the device. The echo 2¿ positioning system (which includes deployment frame, center hoisting suture and all connectors) must be removed from the patient and appropriately discarded. It is not part of the permanent implant" and ¿visualization must be maintained throughout the course of the entire procedure. Additionally, laparoscopic removal of the echo 2¿ positioning system must be performed under sufficient visualization of the entire device and surrounding anatomy to ensure proper removal.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, a ventralight st w/ echo 2 was used during a laparoscopic ventral hernia repair. At the completion of the procedure, it was noted that one of the connectors for echo 2 was missing. It was reported, the issue was discovered at the completion of the case when the blue connectors were counted. It was reported that the surgeon felt the blue connector got stuck between the mesh and the patient's fascia. There was no further intervention reported. There was no reported patient injury.